Event description:
It was reported that the cause was not determined and no actions were taken.

Manufacturer narrative:
Continuation of d10: product ID: 37651, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37651 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced stimulation turning off. The patient had a charger with several broken cables, and faulty charging was suspected as a contributing factor. An exchange for a new recharger was performed, and the implantable pulse generator (ipg) was checked; however, the ipg could not yet be read out, and a troubleshooting appointment was planned. No surgical intervention occurred or is planned. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.